Manufacturer narrative:
(B)(4). The device was returned for an unspecified malfunction. Reliability engineering evaluated the device and observed that the device tip was drilled and failed the cutter insertion assessment. It was also observed that the bearings were worn out and loose which created a situation where the cutter was not able to be inserted. This is because the bearings are no longer in axial alignment not allowing the cutter to pass through. The issue with the drilled neuro tip is consistent with failure to follow the directions for use. When the burr is improperly loaded into the attachment and then installed onto the drill, the burr does not seat properly in the locking chamber. The attachment can be forced into position which places the distal tip of the burr in compression. At this point, the tip of the burr is in direct contact with the neuro tip of the attachment. When the drill is started, the burr drills into or through the neuro tip. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage (drilled tip) caused by use error, the assignable root cause for cannot insert cutter was caused by normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that it was impossible to insert the cutter device into the craniotome device. During in-house engineering evaluation, it was observed that the device had a bent tip and the cutter could not be inserted. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.